Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.